Event description:
On (B)(6) 2014, the lay-user/patient contacted lifescan (lfs) USA, alleging that the onetouch ultra meter is giving calcode message when he attempts to test his blood glucose. This complaint was classified based on the customer care advocate (cca) documentation and the follow up information obtained (B)(6) 2014. On (B)(6) 2014, the patient was feeling dizzy during the daytime. His symptoms progressively got worse throughout the day. At dinnertime, the patient tested on the subject meter and received a blood glucose reading of ¿140 mg/dl.¿ around midnight, he had blurred vision and was not feeling well. He subsequently attempted to test on the subject meter but received the calcode issue. The patient eventually went to the emergency room and was diagnosed with high blood glucose and high blood pressure. His blood glucose reading reportedly was ¿off the chart.¿ he was treated for dehydration with IV fluid at the time of concern and was released the following day. The calcode issue was not resolved during training. The lfs product was replaced and requested back for investigation. This complaint is being reported because, the patient received hcp medical intervention for hyperglycemia while he managed his diabetes with the lfs meter.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (07/07/2014).the patient¿s meter has been returned on 6/12/2014 and evaluated by lifescan product analysis on 6/13/2014 with the following findings:the meter involved with this complaint failed testing. The meter was evaluated and the primary complaint was not confirmed; however, a secondary issue was noted when the meter was found to have a low/dead battery. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.